Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to pain. Doi: (B)(6) 2018; dor: (B)(6) 2022; right hip.

Event description:
Medical records received. On (B)(6) 2018 the patient had a right total hip arthroplasty to address osteoarthritis. Depuy components were implanted during this procedure. On (B)(6) 2022 the patient had a revision right total hip arthroplasty to address the dislodgment of modular acetabular polyethylene insert due to impingement of the prosthetic neck on the polyethylene insert. Indications for surgery included, the patient feeling a clunk in her right hip. The surgeon reported finding that the liner dislodged from the cup. There was some titanium wear debris on the superior aspect of the ceramic femoral head. Head/liner were revised.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : update (B)(6) 2023. No device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2018 the patient had a right total hip arthroplasty to address osteoarthritis and pain. Depuy components were implanted during this procedure. The patient reports worsening global right hip pain. On (B)(6) 2018, medical records note the patient had right hip pain and a fall. The patient was injected with toradol for pain. (B)(6) 2020 medical records note the patient has right hip contusion, and back pain, with sciatica symptoms. On (B)(6) 2022 the patient had a revision right total hip arthroplasty to address the dislodgment of the modular acetabular polyethylene insert due to impingement of the prosthetic neck on the polyethylene insert. Before surgery, the patient reported pain, limited range of motion, and felt their hip ¿roll out of place¿ and an audible squeak. Indications for surgery included, the patient feeling a clunk in her right hip. The surgeon reported finding that the liner dislodged from the cup. There was some titanium wear debris on the superior aspect of the ceramic femoral head. Head/liner were revised. Depuy pinnacle mom liners with +4 head for her 52 mm cup were implanted during this procedure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records ad 22 jan 2024 were reviewed by a clinician. Multiple clinic visits reported of medical issues not related to jnj implants. On (B)(6) 2022 the physician does note that the left leg is longer than the right. There are also notes that indicate the patient was having residual pain after her revision however further notes indicate this has resolved without further intervention. No further pcs will be created at this time as pain after a revision is to be expected.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot:the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.